Event description:
Sorin group (B)(4) received a report that the roller pump stopped and displayed an error. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump stopped and displayed an error. There was no report of pt injury. The roller pump has been returned to sorin group (B)(4) for eval. The investigation is on-going. A f/u report will be submitted when the investigation is completed.